Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the issue resolved by turning settings down.

Manufacturer narrative:
.

Event description:
The consumer reported that at first the patient felt stimulation in their bicycle seat area and still did some, but in the last 3 to 4 days since (B)(6) 2016, the patient felt stimulation in the leg. The patient had uncomfortable stimulation. This kept the patient up at night and they wanted to know if that was normal. When the patient first got their implantable neurostimulator (ins) the stimulation was on level 3. The patient felt it was not helping enough, so they turned it up and their health care provider (hcp) said they could increase until they could really feel it. It was helping well, but then the patient started to feel it in their leg. It seemed like the trial helped more than the ins. The patient turned stimulation all the way up to 6 on the trial and it was comfortable, so they were trying to do that after implant. The patient confirmed their therapy was on and decreased stimulation from 5.5v to 4.9v on program 2. This eliminated the uncomfortable sensation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.